Manufacturer narrative:
No malfunction or defect is alleged.

Event description:
It was reported by the user facility that a patient fell while exiting the bed. The ICU director stated that a nurse or staff member had accidently activated the turn assist feature before leaving the patient alone. After the nurse or staff member returned, they found that the patient had climbed over the turn assist bladder and siderail in an attempt to go to the bathroom. The patient allegedly injured their nose (treated with ice) and fractured their rib (x-ray performed and treated with rest). The ICU director is not alleging a product defect or malfunction.

Manufacturer narrative:
This was resolved for the customer by the stryker sales rep providing re-training to the users at this facility on bed functionality.

Event description:
It was reported by the user facility that a patient fell while exiting the bed. The ICU director stated that a nurse or staff member had accidently activated the turn assist feature before leaving the patient alone. After the nurse or staff member returned, they found that the patient had climbed over the turn assist bladder and siderail in an attempt to go to the bathroom. The patient allegedly injured their nose (treated with ice) and fractured their rib (x-ray performed and treated with rest). The ICU director is not alleging a product defect or malfunction.